Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the battery is depleted and only operates under ac power. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.

Manufacturer narrative:
This ventilator was repaired by the facility. There was no on-site evaluation by the manufacturer. The facility contact reported that the replacement of the battery addressed and corrected this reported event, and the device was then returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.